Event description:
The user facility reported a 65-year-old white female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During insertion of the guidewire, the wire began to buckle. This was due to the excessive force being used. The physician utilized a new device and discarded the initial device. There was no patient harm related to this event.

Manufacturer narrative:
The investigation into the impella cp delivery issue has been completed. Product was not returned for investigation. The cause of the delivery issue was most likely kinked guidewire since doctor had to apply excessive force inserting guidewire into red lumen, based on provided clinical information. The failure modes will be monitored and trended.